Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that they were experiencing low blood glucose. The customer¿s blood glucose was 40 mg/dl at the time of the incident. The customer requested assistance with programming of the insulin pump. The customer wanted to set up the basal rate in the insulin pump. The customer declined troubleshooting for low blood glucose and were already treated for the low blood glucose. The insulin pump will not be returned for analysis.